Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during use on the home choice (hc). The care giver (cg) stated they were attempting to change the program when the alarm occurred. The cause of the alarm could not be determined. The technical service representative (tsr) advised the care giver (cg) to dispose of the current supplies and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.